Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided for review. Based on the information available, the investigation is closed with inconclusive result. The definitive root cause could not be determined based upon available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding warnings, the instructions for use states 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. Visually inspect the bard e luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. The product is indicated for use in the iliac and femoral arteries; based on reported information, the intended placement site for this stent was the bile duct which represents off-label use. H10: d4 (expiry date: 05/2023), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during a stent placement procedure, the catheter shaft allegedly broke when the stent was partially deployed. It was further reported that stent was deployed manually. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2023). Device not returned.

Event description:
It was reported that during a stent placement procedure, the catheter shaft allegedly broke when the stent was partially deployed. It was further reported that stent was deployed manually. There was no reported patient injury.